Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient was attending a car show and was walking around the event when she experienced a seizure. Of note, the patient was using an omnipod 5 pump at the time of the event. Prior to the event, the patient recalled checking her cgm and observing a glucose reading of approximately 86¿87 mg/dl. Following the seizure, paramedics responded and evaluated the patient. A fingerstick blood glucose (fsbg) test was performed and revealed a glucose level of 27 mg/dl. Based on this result, paramedics recommended transport to the emergency department (ed) for further evaluation and treatment; however, the patient declined transport, stating that she was familiar with her physician's recommendations for managing low blood glucose, including consuming food or sugar. Paramedics treated the patient with an intravenous (IV) dextrose. No other medications were reported to have been administered. A police officer at the scene advised the patient to contact dexcom because the cgm reading reported prior to the event did not correspond with the fsbg result obtained by paramedics. The patient did not recall the exact cgm reading following the seizure but clearly remembered that the fsbg was 27 mg/dl and that the cgm reading before the event was approximately 86¿87 mg/dl. At the time of the report, the patient stated that she was doing well and had recovered from the incident. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.